Event description:
It was reported the pump had a rotor stall that took five days to recover. The pump was replaced. There was no patient injury. Additional information has been requested but was not available at the time of the report.

Event description:
Additional information reported the patient experienced agitation, diarrhea and increased pain. Telemetry was performed. The patient had ¿improved.¿ the pump was delivering fentanyl and bupivacaine.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. There was significant residue and shaft wear on the upper shaft of gear two. There was residue on the jewel where the upper shaft of gear two inserts into the top bridge assembly.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.